Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, a third party service technician evaluated the device. They replaced internal battery for bad internal battery and replaced main board for alarm system that is not working.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator while the unit was on a patient. The hospital alarm system is constantly shorting data port and this is a known issue. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.